Event description:
An analysis was performed on the returned usb white cable and the reported failure was verified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. It appears to be cable stress-related. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that customer has issue with the usb white cable of her tablet. The issue occurred on lot of patients. Using a back-up cable resolved the issue. The device manufacturing records were reviewed. The review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution. The return of the suspect usb cable is expected but it has not been received to date.

Event description:
The suspected usn cable was returned to the manufacturer on 05/31/2016 for the analysis. The analysis is underway but it has not been completed to date.